Manufacturer narrative:
This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Attempts to obtain the device lot information was conducted but unsuccessful. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. Although the a technical success rate of 91% for tra was relatively low, relatively high complication rate with 17% patients died during follow-up period including 4 patients with mesenteric ischemia, however considering study design, patient population with advanced mesenteric artery disease, one can infer that the getinge¿s advanta v12/icast¿ balloon expandable covered stents performed as expected. The author did not attribute occurred adverse events to particular stent type. H3 other text : product not returned.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Received an article: van dijk, l. J. (2019). Chronic mesenteric ischemia in the picture. Trials, chapter 8. Purpose: thesis method: patients with a consensus diagnosis of atherosclerotic cmi are reviewed. Conclusion: cs have a significantly higher patency rate than bms in patients with cmi due to atherosclerotic origin stenosis of the ca and/or sma per the article deaths occurred within the study period.